Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 598 mg/dl. The customer reported the insulin pump stopped working and the customer was hospitalized. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer reported increased thirst as the symptom at the time of hospitalization. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was programmed and monitored for 4 days. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. There was no data available in the pump history file on (B)(6) 2023, unable to verify pump error 41 and pump error 43. However, no pump error 41 or pump error 43 noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, or motor. The motor was tested outside of the pump and passed. Please see the boluses listed below on the event date (B)(6) 2023 (primary svn (B)(6)). (B)(6) 2023 00:15:15.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 38000 (3.8 u), bolus amount delivered: 38000 (3.8 u), (B)(6) 2023 01:48:50.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 57000 (5.7 u), bolus amount delivered: 57000 (5.7 u). (B)(6) 2023 03:41:18.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 76000 (7.6 u), bolus amount delivered: 76000 (7.6 u). (B)(6) 2023 04:18:23.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 38000 (3.8 u), bolus amount delivered: 38000 (3.8 u). (B)(6) 2023 08:00:18.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 169000 (16.9 u), bolus amount delivered: 169000 (16.9 u). (B)(6) 2023 10:18:41.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 215000 (21.5 u), bolus mount delivered: 215000 (21.5 u). (B)(6) 2023 11:50:26.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 200000 (20 u), bolus amount delivered: 200000 (20 u). (B)(6) 2023 14:17:38.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 246000 (24.6 u), bolus amount delivered: 246000 (24.6 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (Primary svn (B)(6)). (B)(6) 2023 00:00:00.000 daily totalsg670 (63). Daily total collection start time: (B)(6) 2023 00:00:00.000, daily total of all insulin delivered: 1595250 (159.525 u), daily total of basal insulin delivered: 556250 (55.625 u), daily total of bolus insulin delivered: 1039000 (103.9 u), there were no autosuspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm noted on the event date (B)(6) 2023 (primary svn (B)(6)). (B)(6) 2023 23:45:02.000 insulin delivery stopped (30), event type = 30. Source ID = 0. History record length = 12. System time = (B)(6) 2023 23:45:02.000. Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (primary svn (B)(6)). (B)(6) 2023 10:11:17.000 battery removed (55). (B)(6) 2023 10:11:17.000 alarm alert notification (40), fault number: battery removed (84). (B)(6) 2023 10:13:50.000 battery inserted (44). (B)(6) 2023 10:14:28.000 battery removed (55). (B)(6) 2023 10:14:28.000 alarm alert notification (40), fault number: battery removed (84). (B)(6) 2023 10:14:39.000 battery inserted (44). (B)(6) 2023 10:42:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 10:58:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 11:08:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 12:05:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 12:23:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 13:04:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 13:21:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 13:58:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 14:15:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 14:55:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 15:19:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert (780) not confirmed. Regarding svn (B)(6) on (B)(6) 2023 below. Please see the boluses listed below on the event date on (B)(6) 2023 (svn (B)(6)). (B)(6) 2023 00:01:27.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 13000 (1.3 u), bolus amount delivered: 13000 (1.3 u). (B)(6) 2023 09:19:20.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 212000 (21.2 u), bolus amount delivered: 212000 (21.2 u). (B)(6) 2023 15:45:14.000 normal bolus delivered (220), bolus programming method: boluswizard (1), normal bolus amount programmed: 250000 (25 u), bolus amount delivered: 250000 (25 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 (svn (B)(6)). (B)(6) 2023 00:00:00.000 daily totalsg670 (63). Daily total collection start time: (B)(6) 2023 00:00:00.000, daily total of all insulin delivered: 1022000 (102.2 u), daily total of basal insulin delivered: 547000 (54.7 u), daily total of bolus insulin delivered: 475000 (47.5 u). There were no autosuspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm noted on the event date (B)(6) 2023 (svn (B)(6)). (B)(6) 2023 08:18:19.000 insulin delivery stopped (30), reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (svn (B)(6)). (B)(6) 2023 10:30:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 10:46:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 11:55:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 12:18:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 12:52:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 13:13:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 13:47:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 15:24:52.000 alarm alert notification (40), fault number: sensor error alert (801). (B)(6) 2023 15:59:52.000 alarm alert notification (40), fault number: sensor error alert (801). (B)(6) 2023 09:57:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 10:15:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 11:02:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 11:21:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). (B)(6) 2023 11:58:00.000 alarm alert notification (40), fault number: lost sensor 1alert (780). (B)(6) 2023 12:17:00.000 alarm alert notification (40), fault number: lost sensor 2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs/low bgs or discrepancy between sg and bg. Blank display not confirmed. Battery cap cracked/damaged was unknown. Pump error 41 unknown. Pump error 43 unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.